Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The remainder of the pump cable, as well as the apical cuff and modular cable, were not returned. The sealed outflow graft with the bend relief was secured to the pump cover outlet port. Upon disassembly of the returned device, examination of the textured and non-textured blood-contacting surfaces of the outflow graft attachment, outflow graft lumen, pump cover, rotor well, and inlet cannula revealed loosely coagulated blood with areas of admixed tissue-like clotted blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing from a low flow condition or blood remaining stagnant in the device, such as when therapy is discontinued. The blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device log files appeared to have captured the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available and contains the following information: section 1 lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had heterozygous factor v leiden clotting disorder, and was on and off of warfarin and heparin throughout their intensive care unit (ICU) course. This disorder eventually led to gangrenous extremities and left ventricular assist device (lvad) therapy was discontinued and the patient expired on (B)(6) 2023. The pump would be returned for evaluation as it was unknown if the device operated as intended, although no obvious problems were noted by healthcare professionals.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a clotting disorder which eventually led to gangrenous extremities. Left ventricular assist device (lvad) therapy was discontinued, and the patient expired on (B)(6) 2023.